Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the lvad would not unload the pt's left ventricle despite increasing the pump speed. The hospital suspected thrombus in the device and as a result made a decision to exchange the lvad with another lvad. It was reported that upon explant, thrombus was observed on the device. The pt remains ongoing on lvad support without any further issues.